Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
A nurse reported an over-inflation of the retention balloon during product use. The patient had arrived from intensive care unit to the step-down unit with the device in place; use of the device was being discontinued as the patients' health status had changed. Upon removal, the reporter stated that 100ml fluid was present after being in place for 2 days for diarrhea management; it is unknown when the 100ml were instilled. The reporter surmised that the irrigation port was mistaken for the inflation port but this could not be confirmed. The reporter continued on to say that the ports are clearly distinguishable as inflation and irrigation ports, no diagnostics were performed but no patient injury was noted.